Event description:
It was reported that the insertable cardiac monitor (icm) implant site was possibly infected. The physician reported there was oozing at the implant site. The patient was not admitted to the hospital as a result. However, oral medication was prescribed to resolve the issue. The icm device remains in-service. There were no additional adverse patient effects reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device identified no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. It was concluded that the clinical observations are a known inherent risk with use of this product.

Event description:
It was reported that the insertable cardiac monitor (icm) implant site was possibly infected. The physician reported there was oozing at the implant site. The patient was not admitted to the hospital as a result. However, oral medication was prescribed to resolve the issue. There were no additional adverse patient effects reported. Device has subsequently been explanted after normal battery depletion and returned to boston scientific. Analysis has been completed.